Manufacturer narrative:
Received and placed unit under microscope and found contamination / corrosion damage at connector pins. Unable to perform functional test or verify led anomaly due to contamination / corrosion damage at the connector pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hemorrhage/bleeding which did not require treatment. The customer received thelost sensor alarm, led anomaly, led anomaly unknown, corroded contact spring, exposed to moisture confirmed. The customer reported the event involved product(s) mmt-7040a, mmt-7841zn, mmt-7040a. The customer reported a loss of communication between the transmitter and the pump. Led light does not blink when connected to the sensor but xmtr was confirmed to have been charged. The customer reported blood at site. The customer called for an issue not covered by existing troubleshooting guides. No further patient complications were reported. No product return was required for mmt-7040a. Mmt-7841zn was requested and customer response was the device will be returned. No product return was required for mmt-7040a.